Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the 8mm small grasping retractor instrument had a broken/loose cord. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cord was noted while preparing the instrument for sterilization. No further information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not recall the surgical task that was performed when the issue occurred. There were no issues related to opening/closing the grips. There were no issues related to the yaw and pitch motion of the instrument. There were more than two cables protruding from the distal end. The cables were responsible for controlling the pitch motion of the instrument. The instrument was inspected prior to use, and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool. No images of the device or video recordings were available. The small grasping retractor instrument was analyzed and found to have a frayed pitch cable at the clevis hub. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. Was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation found unrelated to the reported complaint states that the instrument was found with corrosion on the grip input disk bearings. The bearings exhibited orange discoloration. The corrosion was observed to be found on the outer ring of the bearings. The complaint was confirmed by failure analysis.